Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically repositioned approximately three months after its original implant. The lv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information obtained from the field representative that during regular check up a loss of left ventricular (lv) lead was observed, thus the patient underwent a revision and reposition surgery of the lv lead. Further, the initial findings showed the lead tip was at the level of the subclavian vein and almost the rest of the lead in the pocket in circular fashion as the patient had manifested twiddler's syndrome.